Event description:
The facility representative reported a colleague infusion pump with an 810:11 failure code. It is unknown when this condition occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. During service at baxter it was determined that the event occurred during delivery. There was an interruption during delivery. No additional information is available. The user interface module master software version for this device is 5.09.90, categorized as remediated. During a review of the event history, it was discovered that the reported condition occurred once on (B)(6) 2010 during infusion.

Manufacturer narrative:
(B)(4).evaluation summary:the reported condition of an infusor lv 5 device which experienced a backflow from the fill port was confirmed during product evaluation. This condition was caused by a piece of glass being trapped between the device's check band and stress member. This device is a single use device and will be discarded.a batch review was performed finding that no exception/non-conformance reports were documented for this lot. All release criteria were met for the build of the lot.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the usper the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Event description:
It was reported to baxter (B)(4) that an infusor lv 5 device experienced a backflow from the fill port. Therefore, the sterile fluid pathway was breached. This condition was discovered as the device was being filled with a solution of 5-fluorouracil and saline. There was no patient injury or medical intervention necessary as this event did not occur during patient use. No additional information is available.